Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 30.0 mmol/l and 2.0 mmol/l. No adverse event reported. The manufacturer requested return of suspect device for evaluation; however, the suspect strips are not available any longer.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.